Event description:
From staff: rn went to retrieve a nonlatex 16fr foley for catheterization. Said foley was found to have a hair wrapped around the balloon portion of the foley inside the sterile package. Foley was removed from circulation.